Manufacturer narrative:
Product analysis: overheating was confirmed in event logs. Fan was confirmed to be noisy. Storage door latch tabs were found to be broken. The programmer tested out of specification on an analyzer signal test. The power supply was contaminated with a sticky foreign material. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. It was further reported that the programmer was shutting off during use. It was further reported that the fan was emitting a loud, buzzing sound. It was noted that this behavior worsened the longer the programmer was in use. The programmer was returned for service. No patient complications have been reported as a result of this event.